Manufacturer narrative:
(B)(6). Investigation summary: a complaint history check was performed and this is the 1st related complaint for missing inner shield on lot # 9232969. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that inner shield was missing with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported by the consumer that one pen needle was found without an inner shield. Consumer did not use this pen needle.